Event description:
It was reported that telemetry confirmed a critical alarm occurred. It was noted there was an eos / eol message. The patient was being managed with oral baclofen until the pump could be replaced. It was clarified the pump alarm was the eos (end of service) alarm. The pump stopped on (B)(6) 2012. The patient experienced withdrawal symptoms and a return of spasticity and was treated by the hcp and sent home. The hcp attempted to admit the patient for immediate pump replacement but the patient refused. The pump was replaced on (B)(6) 2012. The drug in the pump was lioresal.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown.

Manufacturer narrative:
(B)(4).